Event description:
On 02/11/1999, the international distributor informed the manufacturer via a faxed report of the following: on 01/22/1999, the catheter was "not working." The device was in use for blood transfusions. An x-ray showed that the catheter fractured at the 1st rib level and approx 8cm of catheter was in the pulmonary vein. The device body was explanted, but the catheter remains in situ. No clinical harm as of 02/10/1999. The device was scheduled to be returned to the MFR. For analysis. It was also stated that this incident was reported to the therapeutic goods administration in australia. No further details were provided at this time.